Manufacturer narrative:
Concomitant medical products. Product ID: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell. A loss of pacing was noted on the right ventricular (rv) lead and a fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation is cut at various locations. If information is provided in the future, a supplemental report will be issued.